Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported difficult to remove the lock line was confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot-specific quality issue from this lot. All available information was investigated and the reported difficult to remove the lock line was due to the observed knotted lock line; however, a definitive cause for the knot in the lock line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult lock line removal. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped at a2p2. During deployment, after removing approximately 10cm of the lock line, resistance was noted and the line became stuck. After deploying the clip, the cds was removed out of the steerable guide catheter (sgc). Both ends of the lock line were visible coming out of the sgc and were able to be removed without issue. Two additional clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.